Event description:
It was reported that the backup system controller was being set up and was noted that the black and white cables were different. The black system controller lead appeared thinner, more textured and with obvious bubble-like appearance when compared to the smooth white system controller cable. A new system controller was obtained and used as the backup; the new backup system controller leads looked much more consistently smooth.

Manufacturer narrative:
Section a: there was no patient involvement. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.